Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue on product. Visual inspection found haptic bent and foreign material (residue) on lens. Corrected data: correct aware date is (B)(6) 2018; (B)(6) 2018 is incorrect. Claim # (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6)), anterior endothelium chamber depth < 3.0mm (2.88mm)] (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -7.5 into the patient's right eye (od) on (B)(6) 2018. On the same date the lens was exchanged with a longer lens due to low vault. It is unknown whether this was performed intraoperatively or not. The problem was resolved. Attempts to obtain additional information have not been successful.